Manufacturer narrative:
On 03/01/2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade, safety inspection and software areas passed. Imaging modalities test failed. Replaced mobile viewing system (mvs) computer. System operation ok. System performed as intended. Return requested. Replacement computer shipped to site. Suspect computer, returned to manufacturer for investigation, is under analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system the mobile viewing system (mvs) became unresponsive and the monitor went black during 3d spin reconstruction. Re-started mvs without resolution. Exams did not appear on the saved patient page on the mvs. Two unused 3d spins were taken before the surgeon abandoned navigation. The surgeon opted to continue and the procedure was completed without the use of the navigation system or the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect mvs computer was unable to confirm reported problem. The mobile view station (mvs) computer passed functional bench testing, virus scan and patient data removal. Installed the suspect mvs computer in the imaging test system and system responded accordingly: "ready", "motion", "2d imaging" and "3d imaging" were all successful. Restarts or unexpected shutdowns were not observed, nor did the system become unresponsive. No problem found.

Manufacturer narrative:
(B)(6).